Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device was lost in transit and will not be returned to baxter for evaluation; therefore, the reported condition of "overinfusion" could not be confirmed and an assignable cause could not be determined for the report. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Should the device become available for evaluation, another follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) folfusor lv5 device had overinfused during patient use. The device was filled with 2700 mg of 5-fluorouracil (5-fu), 400 mg sodium-folinat and 250 ml of 0.9% sodium chloride. The device was connected to the patient on (B)(6) 2010 at 12:45 pm. In the evening of (B)(6) 2010, the device was checked to be performing ok. At 8:00 am on (B)(6) 2010, the patient observed the device to be empty (total infusion time of 43.25 hours whereas expected is 48 hours). Around 2:00 pm (B)(6) 2010, the patient suffered from nausea, sweating, and pain (burning) in the lower abdomen. During the evening of (B)(6) 2010, the patient drank more liquid than usual and then took a pain killer in the morning of (B)(6) 2010. No additional information is available at this time.